Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When the device jaws would not open, how was the device removed from tissue? Did the device jaws eventually open? How was the procedure completed? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that the pvs35 device used in renal procedure, the gun stapled and fired and cut but the device jaws did not open.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/14/2018. MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. When the device jaws would not open, how was the device removed from tissue? After some time of trying and force used the surgeon managed to release the device. Did the device jaws eventually open? Yes. How was the procedure completed? As usual . Were there any patient consequences? If yes, please describe. No.